Manufacturer narrative:
Examination revealed that the balloon was found to be ruptured. A visual examination of the balloon latex was performed using the lab microscope at 10x magnification. The balloon was found to be ruptured at the center area and a hole approximately 0.08" x 0.10" in size was observed. Latex is baggy at this region. Due to the condition of the latex, it is hard to determine if there is latex missing. The latex appears to have stretched, thinning the latex wall and making it impossible to match up the latex rupture ends. There was no visible damage to catheter body. All through lumen was patent without leak observed. The introducer, contamination shield and 1.5cc syringe was not returned for evaluation. The complaint was confirmed and although the root cause of the complaint could not be determined, there is no evidence of a manufacturing defect. It is not known if any procedural factors may have contributed to the event. There will be no actions taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon ruptured during insertion when the balloon passed through an introducer. The catheter was inserted after an inflation test was performed. There was no problem inserting the catheter and it functioned properly. The catheter was once removed and re-inserted after another inflation test was performed. However, the balloon ruptured when it was inflated after the catheter passed through the introducer. The balloon was not manipulated in any way after it was removed from the patient.